Event description:
It was reported that an aseptico endo dtc motor failed to auto-reverse properly, possibly causing several files to speparate. Further information has been requested, though none is available as of this report.

Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review. Further information pertaining to this event will be reported if it becomes available. Please reference report number 2320721-2006-00431 for documentation of the event as it pertains to the motor used.